Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Event was unable to be confirmed, as reason for indicated revision was not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Xrays provided indicates a medial acetabular screw protruding past the medial wall of the acetabulum. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear and rounded lucency along the greater trochanter suggests osteolysis and calcar resorption. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 -0691 0001822565 - 2019 - 00694 0001822565 - 2019 - 00599.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown; item# unknown, unknown stem, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of a head and liner on an unknown day for an unknown reason. Attempts were made to obtain additional information, however, no further information was provided.